Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were later observed. A chest xray was performed in which technical services (ts) noted it looked as though the rv lead was not fully inserted into the device header. The field representative noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the rv impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were later observed. A chest xray was performed in which technical services (ts) noted it looked as though the rv lead was not fully inserted into the device header. The field representative noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the rv impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported. Additional information was receive that the rv lead was explanted due to physical damage on the lead body. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise and oversensing were later observed. A chest xray was performed in which technical services (ts) noted it looked as though the rv lead was not fully inserted into the device header. The field representative noted the patient had a previous fainting spell where they passed out. The configuration was reprogrammed to unipolar and the rv impedance measurements were back within normal range. Noise was observed in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The physician is continuing to monitor. The lead remains in service. No additional adverse patient effects were reported. Additional information was receive that the rv lead was explanted due to physical damage on the lead body. No additional adverse patient effects were reported.